Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that a patient experienced a tamponade, pericardial effusion one hour after undergoing a pulsed field ablation (pfa) procedure. During this procedure, a radiofrequency (rf) non-boston scientific ablation catheter was used to ablate the lateral mitral isthmus. Additionally, the farawave pulsed field ablation catheter, which was used for treating persistent atrial fibrillation, was considered an off-label use. Following the effusion, the patient exhibited tamponade symptoms, including low blood pressure, which necessitated a pericardiocentesis to withdraw blood and resolve the event. The effusion was confirmed with ice images. The patient is expected to fully recover, and the catheter, which was disposed of, is not expected to return.